Manufacturer narrative:
The complaint of leakage could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a plum set where the reporter stated that after dripping the chemotherapy drug formoxol (generic name: paclitaxel) at 181ml per minute for 1 hour and 45 minutes, it was found that the filter of chemotherapy line was moist, and a small amount dripped onto the bedsheet. There was patient involvement but no patient harm.